Manufacturer narrative:
The investigation is on-going at this time. At the conclusion of the investigation into the ventricular perforation, a final medwatch will be drafted.

Event description:
The customer in (B)(6) admitted a patient for cardiogenic shock and acute myocardial infarction. Due to poor condition an impella 2.5 placed for hemodynamic support for the planned coronary angioplasty. The team had some issues repositioning the pump after removal of the introducer and placement of the pump's repositioning sheath. The team noted pump movement at the placement of the repositioning sheath. Shortly afterwards the team noted a pericardial effusion. The team performed a periocardiocentesis to pull off a volume of 1.5 liters. The team assumed the pump caused the puncture but, the definitive cause was not known.

Manufacturer narrative:
Since the original medwatch was filed, the investigation has concluded. The team forwarded the pump product, imaging, and data logs for analysis. The pump was returned with damage to repositioning unit of the pump. This is indicative of the difficulty in positioning mentioned by the medical team. During the repositioning the pump could have moved position within the left ventricle, and caused the perforation, but this can not be definitively determined with the limited clinical information and imaging provided by the foreign medical team. The failure mode will be monitored and trended.